Event description:
The original rotator cuff repair was done on 6/01. The pt had a bankart and a small rotator cuff repair. 3 knotless anchors were used to fix the instability and two cufftacks were used in a mini open procedure to fix the rotator cuff. The rep was present at the original surgery and the cufftacks were used in an appropriate manner. Both tacks appeared to be deployed fully. 6-8 weeks out the pt felt pain in the subacromial space. This pain continued further post op and caused the physical therapy to plateau because of this pain. The pt had no known post op trauma and had been in a shoulder immobilizer for 6 weeks. During that 6 weeks pt was allowed passive motion and active motion was allowed 6 weeks out. Dr ordered an MRI and two foreign bodies were seen. The pt was brought back and the shoulder was scoped. The tacks could not be identified and a small incision was made. One part of a tack was found in the subacromial space. The piece found was the top piece of the tack, it appeared to have fractured about halfway down. The second tack piece of almost identical size was found buried in the deltoid. The pt was then closed up.